Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they need to contact a manufacturer representative (rep) to get their therapy be reprogrammed. Pt mentioned that the therapy was not much of a help; pt added they've been in a lot of pain on their neck and shoulders for years and the pain was just getting worse. Agent redirected the pt to managing hcp but mentioned they haven't reported to their physician. During a callback to clarify their managing hcp, pt mentioned they were not sure who's their managing physician for their neurostimulator since they have other implanted devices and they've seen other physicians. Agent sent email to rep for visibility. Rep responded to e-mail they left a voicemail for the patient. Patient reported cause was not determined; it had been a long time since they were reprogrammed and that was what was done. Patient reported next step was a new battery. Patient stated next steps was installing the new battery.

Event description:
Additional information was received from the patient. The patient clarified that the ins was not removed and it was still implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.